Event description:
It was reported the pt felt intermittent stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. X-rays showed no anomalies. It was reported surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.